Manufacturer narrative:
Qn#(B)(4). Corrected method code: the method code is 4114 and not 3331, due to a device history record review could not be performed as no lot number was provided. Please make a note of it for your records.

Event description:
It was reported that there was failure with the fast t. Each failure was reported the same. The medic attempted to deploy the device in the sternum and the catheter failed to enter the manubrium. They had to use a backup device to perform the procedure. No information was provided on the patient outcome.

Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided. The IFU provided with this kit instructs the user to verify correct target patch placement by checking the alignment of the locating notch with the patient's sternal notch. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that there was failure with the fast t. Each failure was reported the same. The medic attempted to deploy the device in the sternum and the catheter failed to enter the manubrium. They had to use a backup device to perform the procedure. No information was provided on the patient outcome.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was failure with the fast t. Each failure was reported the same. The medic attempted to deploy the device in the sternum and the catheter failed to enter the manubrium. They had to use a backup device to perform the procedure. No information was provided on the patient outcome.